Event description:
The complaint is reported as "swg (spring wire guide) was unraveled when taken out from the patient and a part of wire was broken inside patient's body. It was surgically removed afterwards." The patient's condition was reported as critical, unrelated to the device issue. The patient was in ICU prior to the use of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for analysis. Signs of use in the form of biological material were observed between the coils. Visual analysis revealed that the guide wire was unraveled and separated. As the distal j-bend is no longer present/visible, it is being assumed that guide wire was unraveled/separated towards the distal end. Microscopic examination confirmed the damage and revealed that the core and coil wires became separated from the distal weld. The distal weld was not returned for analysis. It was also noted that the proximal end was severely kinked/bent. Visual analysis cannot confirm the nature of the separation as the separated portion of the core wire and distal weld were not returned for analysis. The major kinks/bends on the guide wire measured 8mm-25mm from the proximal weld. The guide wire total length from the proximal weld to the point of separation on the core wire measured 16 3/4", which indicates that at least 15/16"-1 5/16" of the core had separated and was not returned for analysis (per the guide wire product drawing). The guide wire outer diameter in a portion not affected by unraveling measured .017", which is within the specification limits of .017"-.018" per the guide wire product drawing. Dimensional analysis could not verify that the guide wire length was originally within specification without the separated portion also returned for analysis. The portion of the guide wire that was not unraveled was inserted through a lab inventory 21 ga introducer needle. Minor resistance was encountered due to the kinking/bending at the proximal end; however, once this section passed through the cannula, little to no resistance was encountered. Performed per IFU statement, "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth". A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage". The report that of a separated guide wire was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire core wire was unraveled and separated towards what appears to be the distal end. It was also noted that the distal weld was no longer present as it had separated from both the core and coil wires. This separated weld was not returned for analysis. Likewise, dimensional inspection revealed that the guide wire length (from proximal weld to point of separation on core wire) did not meet the dimensional requirements, which indicates that a portion of the core wire also became separated and was not returned. The guide wire met all relevant functional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Regardless of these circumstances, the nature of the separation cannot be confirmed without the separated portion of the core wire and distal weld also returned for analysis. Therefore, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "swg (spring wire guide) was unraveled when taken out from the patient and a part of wire was broken inside patient's body. It was surgically removed afterwards." The patient's condition was reported as critical, unrelated to the device issue. The patient was in ICU prior to the use of the device.